Event description:
On august 1, 2024, senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, day 167 after insertion. The sensor was tested in-house, and the review of investigation analysis revealed a loss of chemical performance. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The root cause of the performance failure was due to the sensor's hydrogel oxidation. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint. B4. Date of this report 29 october 2024. G3. Date received by the manufacturer: 29 october 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. Investigation findings updated to 3231. Investigation conclusions updated to 4307.